Event description:
It was reported that during inflation of the delivery balloon to 9atms, it was noted that it was unable to increase pressure. When the delivery system was removed, it was noted that the delivery balloon was ruptured. Because the balloon was able to expand the stent inside the pt, the procedure was completed after additional dilation. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.